Event description:
The customer received blood glucose readings of 35,40 and 45mg/dl on the contour next link. He compared the 45mg/dl reading to a different meter, which provided a result of 153mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The customer felt light headed. The customer was advised to return the test strips for evaluation. Replacement test strips were sent to the customer.